Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "failed volume test" which was reproduced. The device was sent for flow testing to check accuracy. At a rate of 125ml/hr the device under delivered at -6.1136% accuracy error which is greater than 5% specification. The reported condition was verified. The cause was determined to be the pressure plates which required adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed the volume test. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.